Event description:
It was report that the insulin pump was returned due to reasons unknown. However, the insulin pump was received with received with intermittent button response due to corroded keypad traces. Customer's blood glucose levels were not included in the report. The insulin pump is now the property of medtronic (B)(4).

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. However, pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker.